Event description:
It was reported that when the #2 key on a pump keypad is selected, the down arrow is entered. It was also reported that when the #3 key is selected, run/stop is entered.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and could not reproduce an incorrect keypad response. The device was tested while delivering an infusion and all keys were observed to perform as expected. The device history log was reviewed and no keypad output response anomalies were apparent. The date of event is unknown.